Event description:
It was reported that, after a percutaneous nephrostolithotomy, the jaws of forceps would not open. This required a procedure change in which the pt received general anesthesia rather than local. There was no pt consequences.

Manufacturer narrative:
After the event date, the device was sent to a repair facility for cleaning and lubrication. The device was not returned to richard wolf medical instruments. There is no conclusion that can be drawn. The customer admitted that they were at fault due to no back up device available.